Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. The reported adverse event of mitral regurgitation (mr), as listed in the mitraclip system instructions for are known possible complications associated with mitraclip procedures. Based on all available information, a cause for the reported poor imaging could not be determined. The reported entrapment of the device appears to be a result of poor imaging. The reported foreign body in patient and mr appear to be due to the reported entrapment of the device. Lastly, the reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip entanglement. It was reported this was a mitraclip procedure performed to treat grade 4+ functional mitral regurgitation (mr). Imaging was challenging. The clip was advanced to the mitral valve, however the clip got entangled in chordae. Standard trouble shooting maneuverers were performed for approximately thirty minutes, but it was not possible to free the clip. The decision was made to deploy the clip on chordae. Mr remained at 4+. No additional clips were implanted. No additional information was provided.